Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Tissue was noted entwined at the tip and helix appears to be bent. The deformed helix (bent) and tissue on the tip may not have been the cause of the placement difficulty at implant; however, the bend and tissue indicate that there was some issue with placement during implant. Corrected fields: h. Device manufacturers only (impact code added to h6).

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extensions issues. A different lead was used to complete the procedure. The physician reported feeling like the extension from the helix was behaving a little odd, the helix would not come out smoothly. After further inspection, it was reported that there was a little binding up in the lead. The next morning, the patient was reported with a pericardial effusion due to a perforation caused during the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extensions issues. A different lead was used to complete the procedure. The physician reported feeling like the extension from the helix was behaving a little odd, the helix would not come out smoothly. After further inspection, it was reported that there was a little binding up in the lead. The next morning, the patient was reported with a pericardial effusion due to a perforation caused during the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extensions issues. A different lead was used to complete the procedure. The physician reported feeling like the extension from the helix was behaving a little odd, the helix would not come out smoothly. After further inspection, it was reported that there was a little binding up in the lead. The next morning, the patient was reported with a pericardial effusion due to a perforation caused during the procedure. No additional adverse patient effects were reported.